Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced a dural puncture when the needle was inserted prior to implanting the lead. A blood patch was not performed and the physician implanted the lead. It was reported the patient experienced a headache when attempting to sit up 60 degrees. Follow up on the patient status found the headache resolved after two days, and the patient was to move forward with a permanent system.